Event description:
It was reported that patient underwent a total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to infection; however, no revision procedure has been reported to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable as biomet product was not revised. The initial report was forwarded in error and should be voided.